Event description:
It was reported that the customer replaced the patient's tube for a scheduled tube change. Immediately after intubation, a leak was discovered. Adverse effects are unknown.

Manufacturer narrative:
Other, other text: d4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated device evaluation: one used decontaminated sample was returned for investigation. Visual inspection noted a tear in the cuff. Functional testing found that it was not possible to inflate the cuff as it leaks so badly. Due to fact that cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure due to contact with a sharp edge. Complaint was not confirmed. No lot number was provided therefore no device history report (DHR) review could be completed. No actions taken as the complaint was not confirmed.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI. UDI related data quality updates only.